Manufacturer narrative:
Beckman coulter customer technical specialist (cts) remotely assisted the customer to evaluate the dxc 700 au chemistry analyzer. Cts suggested that the customer replace the sample syringe and sample probe and perform quality control. Upon follow-up, the customer confirmed that replacement of the sample syringe and sample probe resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low patient results for multiple analytes including, na (sodium), k (potassium), cl (chloride), ca (calcium) and alp (alkaline phosphatase) for one (1) patient on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.